Manufacturer narrative:
Due to limited information provided by the reporting parties collagen matrix inc. Could not complete a full investigation. Based on the information available, the product in question may have been used in a manner which is inconsistent with the instructions for use accompanying the product.

Event description:
(Report 2 of 4 for events reported by the same clinician on (B)(6) 2019). As per the sales rep., the surgeon sandwiched two pieces of duramatrix onlay plus product as part of large hemi craniectomy in such way that the first piece lays shiny side up, and the second piece shiny side down so that both shiny sides are touching. During the review of post-op scans the surgeon observed what appeared to be infection on the brain requiring surgery. Upon surgery the surgeon observed what looked like puss lying on the brain, the cultures were taken and reportedly negative. The surgeon concluded that the puss was actually duramatrix onlay plus that had turned into a "soup" like substance. No similar observations/complaints have been received from other users of this product to date. It is unknown if the product remained implanted or was removed/replaced.